Manufacturer narrative:
(B)(4). The root cause for this issue is currently being investigated through CAPA (corrective and preventive action) investigation mdq-CAPA-(B)(4).

Event description:
The facility representative contacted baxter on (B)(6) 2010 to report failure code 808:07 that occurred during patient therapy and therapy was stopped. The event occurred in the (B)(6). There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available. The user interface module master software version is currently unknown for this device. The customer reported that the device had failed and failure code 812:05 occurred that interrupted therapy for the same patient. (B)(4) has been created for the failed and (B)(4) has been opened for failure code 812:05.

Manufacturer narrative:
(B)(4). The writer inadvertently omitted the software version in the follow-up medwatch report 6000001-2010-00982 001. The user interface module master software version for this device is 6.13.90, categorized as remediated.

Manufacturer narrative:
(B)(4). The device has not been received yet from the customer to baxter for evaluation. A follow-up medwatch report will be submitted if the device is received for evaluation or if additional information is available.